Event description:
It was reported a critical alarm had occurred and was confirmed by telemetry. The alarm was due to zero ml reservoir reached. The pump had been dry for about a week. The manufacturer representative was not aware of any symptoms. The type of medication being delivered via the device system was unknown. Additional information has been requested regarding the cause of the event and the event¿s outcome, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. (B)(4).